Event description:
It was reported that... On (B)(6) 2010 the patient presented underwent the following procedures: 1. Harvesting of carticacancellous right posterior iliac crest graft material via separate incision. 2. Removal of posterior segmental spinal instrumentation with the pedicle screw fixation at l4, l5 and 81, spiral 90. 3. Evaluation of bilateral mass at transthoracic fusion grafti.ng areas at l4-l5 and l5-51. 4. L3-l4 laminectomy, complete facetectomy and faraminatomy. 5. Utilization of local bone for spinal fusion procedure, morcellized type at l3-l4, laminectomy, facetectomy and foraminotamy at l3-l4. 6. Placement of posterior segmental spinal instrumentation with pedicle screw fixation at l3, l4, l5 and sl; depuy expedium system. 7. Placement of 2-channel eri spinal bone graft stimulator system, lateral mass transverse process fusion graft areas at r3, l4, l5 and 91. 8. Bilateral lateral mass, transverse process fusion grafting using local bone; laminectomy, facetectomy and foraminotomy at l3-l4 and morcellized right posterior iliac crest graft material. Reportedly, the patient sustained pain / swelling at implant site after implantation of rhbmp-2/acs. On (B)(6) 2011, the patient had a removal of lumbosacral spinal bone graft stimulator system placed at the time of surgery 6 months.

Manufacturer narrative:
Concomitant product: depuy expedium system, icbg (implant (B)(6) 2010). (B)(6). (B)(4).